Event description:
The patient reported feeling dizzy when outside for a period of time and within 3-5 feet of the patient's home's smart meter. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1388tc competitor implantable pacing lead. (B)(4).